Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2018) is known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the sterile samples. To date the devices have not been returned. If the devices or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what were the indications for surgery? Right hemicolectomy. Were any device difficulties noted in the initial surgical procedure? In the first surgery the device worked correctly, coincidentally I was present. Were any staple malformation issues observed in the initial procedure? No. Malformation of the staples was observed in the initial procedure. What color setting was used for the firings? Blue. How long after the initial procedure was the reoperation performed? 4 days after the first surgery. What is meant by ¿staples were opening?¿ that in the second surgery when reviewing the anastomosis, staples were observed on the posterior side that were open. Can further information be provided about the shape of the staples? I can not. What device issue occurred in the reoperation (2nd device that ¿failed¿)? According to the information of the surgeon the device worked correctly. What color setting was used for the firings in the reoperation? Blue. During the post-operative care of the patient, were any signs of tissue ischemia identified that may have led to the leak? No. What is the current patient status? The patient is fine.

Event description:
It was reported that there was a dehiscence of colorectal anastomotic line (jejunum-transverse colon) by staple opening on the posterior and proximal side of the staple line. They did not keep the 2 machines that failed, one in the first surgery and another in the reintervention, which was where they detected that the staples were opening. The material that is returned is the material of the same lot that they keep and that the hospital does not want to use.

Manufacturer narrative:
Product complaint # (B)(4). Secondary evaluation of sterile samples: product complaint devices from were received for additional engineering analysis. The primary intent of the analysis was to determine if malformed staples were noted when fired on all settings of the device (blue, gold, green). The 4 devices were fired with sr75 reloads on test skins at each setting. Firings were performed by hand by r&d design engineer. No malformed staples were observed at any of the settings (blue, gold and green). No additional observations were noted. No further action is required.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r58k4c. Device evaluation of sterile samples: the analysis results found that the ntlc75 instrument (a) was received sterile with no apparent damage and with two sterile sr75 cartridge reloads present. The instrument was tested for functionality with the returned cartridges reloads and it fired, cut, and formed all the staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The analysis results found that the ntlc75 instrument (b) was received sterile with no apparent damage and with two sterile sr75 cartridge reloads present. The instrument was tested for functionality with the returned cartridges reloads and it fired, cut, and formed all the staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The analysis results found that the ntlc75 instrument (c) was received sterile with no apparent damage and with two sterile sr75 cartridge reloads present. The instrument was tested for functionality with the returned cartridges reloads and it fired, cut, and formed all the staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The analysis results found that the ntlc75 instrument (d) was received sterile with no apparent damage and with two sterile sr75 cartridge reloads present. The instrument was tested for functionality with the returned cartridges reloads and it fired, cut, and formed all the staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. Ntlc75 instrument (d). Batch: r58r59, manufacture date: 06/04/2018, expiration date: 05/04/2023. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history records were reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.